Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath¿ plus IV catheter needle was found broken during use. The following information was provided by the initial reporter: "stylet of catheter is torn."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: one physical sample was received by our quality team for evaluation. From the sample, the needle was observed to be pierced through the catheter, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This likely could have occurred either during product application when the product was manipulated or during assembly of the catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Event description:
It was reported that the bd angiocath¿ plus IV catheter needle was found broken during use. The following information was provided by the initial reporter: "stylet of catheter is torned."